Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level. Blood glucose level at the time of the incident was 600 mg/dl. Customer was treated with pen. Customer stated insulin pump had no delivery alarm and insulin was exited and also had battery out limit. Troubleshooting was performed. The insulin pump will not be returned for analysis.